Event description:
It was reported that pump displayed malfunction code 15 with no notable events occurring beforehand. There was no reported adverse impact to the customer¿s blood glucose level. Customer worked with technical support to reset pump, but malfunction recurred, so pump replacement was arranged under warranty; customer planned to use multiple daily injections as backup therapy, was instructed to place pump in storage mode before return, to program settings and reconnect continuous glucose monitor on replacement pump, and to return malfunctioning pump using prepaid shipping label within 10 days.